Event description:
The customer reported the ventilator alarmed and displayed codes that indicated an spi bus failure. There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The international customer reported the ventilator alarmed and displayed a vent inop data acquisition pcba adc reference failure and machine and proximal sensor failures . There was no report of patient involvement.